Manufacturer narrative:
Lot# unknown . Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Results: bd preanalytical systems received 1 instrument from the customer facility for investigation. Based on the evaluation of the instrument, the manufacturer observed a broken tube position on the unit. DHR/bhr review: n/a . Conclusion: root cause description: although the cause of the malfunction was identified as a broken tube holder the cause of the damage could not be established. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that a tube plastic holder of the bd sedi-40 was broken. No serious injury or medical intervention reported.